Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) was hospitalized after receiving multiple shocks. Review of the episode noted one shock accelerating the patient's rhythm. The battery of the s-ICD was also observed to be prematurely depleting. At this time no changes have been made and the s-ICD remains in service. No additional adverse patient effects were reported.